Event description:
Police officer with AED responded to a person in cardiac arrest. Patient down time unknown. The report stated that police officer that responded said patient had a history of medical problems and "did not look good" when he first arrived. According to the report, device was charged, but failed to deliver energy on 3 tries. Emt's arrived just after the police, and transferred the attached defib pads to their defibrillator. They analyzed and delivered an unknown number of shocks, but the patient did not survive.

Manufacturer narrative:
Physio-control evaluated the device, but could not replicate or confirm the reported incident and observed proper device operation. Physio observed 2 fault codes in the device error log and replaced the 3 wire harnesse assemblies and the one flex cable assembly that are connected to the main pcb assembly. The fault codes did not recur and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced assemblies were forwarded to MFR for further evaluation.